Manufacturer narrative:
There was no information about the event date, therefore the bsc aware date was used. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during a mesh of the anterior wall of vagina procedure performed on an unknown date. According to the complainant, the mesh hind leg was found to be in the rectum during the implantation operation. The rectal injury was repaired by a gastroenterological surgeon without the need to administer general anesthesia for that treatment. In addition, it was reported that this patient experienced difficulty (pain) during sexual intercourse.